Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0yffn, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they were not getting symptom relief and they were having leakage. She got home after the implant on (B)(6) 2015 she went to sleep and when she woke up and stood up the urine just poured from them. It also happened a few hours later when she went to sleep and woke up. It really leaked a lot. Also, there was a poor communication screen on the patient programmer. She had bandages present so that could be why they were getting the screen. They tried again and got the status screen. They were at 1.6 volts and the stimulation was on. The patient could feel it in her left hip but it was not uncomfortable. She was going to try this setting and see if it helped. It was further reported on (B)(6) 2015 that the patient was still having leaking so they talked to the manufacturer representative (rep) on (B)(6) 2015. She tried to have the patient increase the stimulation. They went all the way to 8.5 volts and she did not feel anything. They had her turn it off for several hours and turn it back on. The patient was then able to feel the stim at 1.6 volts. There was burning as the stim cycles in and out depending on how she sat at the point of the incision site. The patient felt like something came out of them but it did not. It was on the inside of the right leg and it felt like something was crawling. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that after a fall (sometime after (B)(6) 2015) the implant no longer worked and was replaced on (B)(6) 2016.